Manufacturer narrative:
For the reported malfunction, the sample received was one broviac extension leg. The sample was received with the device alone. Visual, microscopic, tactile, and functional testing were performed. The investigation is unconfirmed for external leak as the device was patent to infusion and aspiration in the laboratory setting. However, the investigation is confirmed for catheter aneurysm as notable ballooning was observed immediately distal to the clamp sleeve when the catheter was infused against resistance.the definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model 0600520 central venous catheter allegedly experienced a fluid leak and material deformation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.